Event description:
Per physician, surgical valve performed as intended.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5. Corrected data: added statement to b5. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted for 10 years, three (3) months, underwent valve-in-valve procedure due to stenosis (mean gradient of 10 mmhg). The patient presented with shortness of breath. A 29mm transcatheter valve was implanted inside the edwards surgical valve using transapical approach. The patient was noted as to be hospitalized in stable condition after the procedure.